Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor readings were inaccurate. The blood glucose reading was 450 mg/dl when the sensor reading was 69 mg/dl. The customer was advised on proper insertion and advised to monitor the issue.